Event description:
It was reported, by the clinician, when injecting the contrast medium into the catheter, the catheter burst approx 70cm from the catheter tip. After this occurrence, the catheter was exchanged. The clinician reported the contrast was injected within the specification of 12ml/ sec. There were no reported pt complications as a result of this occurrence.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.